Manufacturer narrative:
The reported stuck trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a trigger fault was found, which can lead to the reported event.

Event description:
It was reported that during sterilization at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterilization, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during sterilization at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterilization, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete. The device is being evaluated by a stryker foreign subsidiary. Additional information will be submitted once the quality investigation is complete.